Event description:
Report received from the USA stating that the device had cord damage. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cord damage" could not be confirmed. The device was met manufacturing specifications. If additional information becomes available, a supplemental report will be sent. (B)(4).